Event description:
A customer reported that during a cataract procedure, the surgeon noticed that the knife was dull. The case was completed after the knife was replaced with another one. There was no harm to the pt. This is the last of two reports for this facility.

Manufacturer narrative:
The facility returned two samples for two separate complaints, however, the samples were not labeled to indicate with which complaint they belong. Eval of the samples showed the following results: the samples were examined using 10x magnification and both were found to have damaged cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to dull knives were found during the DHR review and the product was released according to the MFR's acceptance criteria. The exact root cause for the damaged knives is unk. How or when the blades became damaged cannot be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).